Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reviewed the pyxis transaction and confirmed that the dispense completed successfully. No alerts, prompts, discrepancies, or errors were recorded on the station. The transaction showed that dextrose 5% 250 ml (1 bag) was dispensed as expected. Pyxis allowed withdrawal of only this single component because the medication order was configured as a mixture, with only one component set to dispense from the automated dispensing cabinet (adc). This behavior functioned as designed and was governed by the medication and mixture build and formulary configuration, not by a device or user issue. If the clinical workflow required additional components to be dispensed from pyxis, a review of the mixture build, and adc dispense settings was recommended. No issues on the station. The system functioned as intended when the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was only allowing withdrawal of 1 component mixture. However, there were no delay or adverse events or injuries reported based on this event.